Event description:
During surgery of l4-s1, when the surgeon tried the reduction of l4-5 using reduction instrument of trio, the tip of the reduction tool was fractured and remained in the screw. The surgeon closed the wound.